Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, before preparing for dialysis, it was found that the catheter had a crack at the blue (venous) connector. It was also stated that the catheter had a leak at the luer connector. There was nothing unusual observed on the device aside from the issue. There was no instrument used to loosen or tighten the device. Flushing was done prior to use, and cracks in the connector were observed, so flushing was stopped. The cleaning agent used on the device was iodophor. Tego was not utilized. The insertion site was not treated prior to product placement. There were no other products being utilized with the device. There was no excessive force used on the device. The cleaning agent that was typically utilized to clean the adapter was iodophor. The method utilized to tighten the adapter was by hand. Aside from the reported issue, there were no other visible defects/damages found on the product at the time of the event. There was no intervention/treatment required as a result of the event. As a remedial action, the catheter was repaired by replacing the domestic temporary catheter connector. The kit was not used. The treatment proceeded and was completed after the remedial action was done. There was no blood loss, and no blood transfusion was required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, before preparing for dialysis, it was found that the catheter had a crack at the blue (venous) connector. It was also stated that the catheter had a leak at the luer connector. There was nothing unusual observed on the device aside from the issue. There was no instrument used to loosen or tighten the device. Flushing was done prior to use. The cleaning agent used on the device was iodophor. Tego was not utilized. The insertion site was not treated prior to product placement. There were no other products being utilized with the device. There was no excessive force used on the device. The cleaning agent that was typically utilized to clean the adapter was iodophor. The method utilized to tighten the adapter was by hand. Aside from the reported issue, there were no other visible defects/damages found on the product at the time of the event. There was no intervention/treatment required as a result of the event. As a remedial action, the catheter was repaired by replacing the domestic temporary catheter connector. The kit was not used. The treatment proceeded and was completed after the remedial action was done. There was no blood loss, and no blood transfusion was required due to the event. There was no reported patient injury.